Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 4/17/2018 phone call, 4/18/2019 phone call, 4/19/2019 phone call.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The unit was rebooted and the case was continued with out incident. There was no report of patient injury.

Manufacturer narrative:
The initial MDR 2112667-2018-00811 for this complaint was filed in error as it was a duplicate of initial MDR 2112667-2018-00647.